Manufacturer narrative:
The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A trunk ipsi-lateral leg component (pxt231414/7631705) and a contralateral leg component (pxc141000/7635345) were deployed without any issue, and an angiography revealed no endoleak present post deployment. The patient was later discharged from the hospital and the patient's condition had been assessed in his follow-up visits. On (B)(6) 2011, the patient lost his consciousness and was emergently admitted to the hospital. A CT angiography revealed a suspected endoleak and an aneurismal infection. A duodenography also showed a fistula present between the abdominal aortic aneurysm and the jejunum, and the physician diagnosed the patient with an aortoenteric fistula (aef). An open abdominal surgery was performed to treat the aef. Before the procedure, bilateral axillary-femoral bypass was prepared, and the blood flow to the aneurysm was excluded. The physician then removed the aneurysm, the implanted stent grafts and the fistula area on the jejunum. The enteron was reconstructed, omentoplasty was performed in the infected area, and the patient completed the procedure. Post-procedure infection was not revealed, and a follow-up CT showed that the blood flow in the bypass grafts was patent. The patient was recovered later and was discharged from the hospital 40 days post procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).